Manufacturer narrative:
Results: the returned benchmark was fractured at approximately 5.0 cm from the hub. The benchmark had a kink at approximately 38.0 cm from the hub. The benchmark had ovalizations at approximately 67.0 cm, 93.0 cm and 97.0 cm from the hub. The select catheter was undamaged. Conclusions: evaluation of the returned benchmark confirmed the reported fracture. This damage may have been due to forceful manipulation of the benchmark at extreme angles outside of the patient. Further evaluation revealed kinks and ovalizations on the returned benchmark. This damage was likely incidental to the reported complaint. The kinks and ovalizations may have occurred during post-procedure handling or packaging for return to penumbra. Evaluation of the returned select catheter revealed an undamaged and functional device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the in the anterior cerebral artery (aca) using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the benchmark became fractured distal to the hub while removing the neuron select catheter 5f (5f select) to reposition the benchmark. Therefore, the benchmark was removed, and the procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.